Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The hypotube and jacket were separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the moderately calcified and moderately tortuous lesion causing the reported failure to advance. It should be noted that return analysis identified a shaft separation; however, the account indicated the device was removed as a single unit during the procedure. It is likely the separation occurred during packaging for return analysis of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. During the procedure, a perforation was caused by an unspecified device and a 2.80x19mm graftmaster covered stent was advanced, however it failed to cross the difficult anatomy and could not reach the perforation. Another graftmaster covered stent was able to cross the anatomy and successfully seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.